Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for high blood glucose levels above 900 mg/dl. The customer stated that he couldn't remember anything about the event. Unable to verify or program any settings as the customer was illiterate. The customer wanted assistance programming the insulin pump, but he didn't know what the settings were supposed to be. The customer disconnected the call after being asked what the setting should be. Nothing further was reported.